Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer pressed the act and esc buttons but the keys were not responding. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.